Event description:
It was reported that the patient experienced ineffective stimulation. X-ray imaging revealed that both leads had high impedances. Surgical intervention may be undertaken at a later date to address the issue.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information was received that both leads were fractured. Surgical intervention was undertaken on (B)(6) 2025 wherein both leads were explanted and replaced to address the issue. Therapy was restored post procedure.